Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead ring electrode ¿went bad¿. The rv lead triggered a lead integrity alert (lia) and exhibited noise. The rv lead was reprogrammed. The patient was transferred to another hospital for an rv lead extraction. No patient complications have been reported as a result of this event.